Event description:
It was reported that the stent dislodged from the balloon, and snaring was required. A 7mm x 30mm x 75cm express vascular ld balloon expandable stent was selected for use in a stenting procedure to treat stenosis. During the procedure, the stent became loose from the balloon. An additional incision was required, and a snare was used to retrieve the broken piece. The device was partially explanted with a portion remaining implanted. This event prolonged the procedure, but no patient complications were reported. The procedure was completed using an alternate method. It was further reported that the target lesion was obstructed and calcified. The stent did not fracture, and the stent was removed in full using a lasso. There were no unretrieved device fragments. The patient was discharged the day after the operation.

Manufacturer narrative:
Device eval by manufacturer: only the stent of the device was returned for analysis. The stent did not display evidence of deployment/dilation. The balloon catheter was not returned with the displaced stent. No issues were found with the displaced stent.

Event description:
It was reported that the stent dislodged from the balloon, and snaring was required. A 7mm x 30mm x 75cm express vascular ld balloon expandable stent was selected for use in a stenting procedure to treat stenosis. During the procedure, the stent became loose from the balloon. An additional incision was required, and a snare was used to retrieve the broken piece. The device was partially explanted with a portion remaining implanted. This event prolonged the procedure, but no patient complications were reported. The procedure was completed using an alternate method. It was further reported that the target lesion was obstructed and calcified. The stent did not fracture, and the stent was removed in full using a lasso. There were no unretrieved device fragments. The patient was discharged the day after the operation.

Event description:
It was reported that the stent dislodged from the balloon, and snaring was required. A 7mm x 30mm x 75cm express vascular ld balloon expandable stent was selected for use in a stenting procedure to treat stenosis. During the procedure, the stent became loose from the balloon. An additional incision was required, and a snare was used to retrieve the broken piece. The device was partially explanted with a portion remaining implanted. This event prolonged the procedure, but no patient complications were reported. The procedure was completed using an alternate method.